Manufacturer narrative:
Additional information was received on the event on (B)(6)2020 . There was no suspicion of a map shift and there was no indication at any point where the catheter met a lot of resistance and then perforated. The only error listed on the carto 3 system was that the force needed to be zeroed on the thermocool® smart touch¿ electrophysiology catheter and the physician was aware of it. No cardioversion was performed. Per the additional information received, added the concomitant product of the "carto 3 system" to d11. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient ((B)(6) lb) underwent idiopathic ventricular tachycardia (vt) ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, during use of biosense webster product, while pace mapping for a vt procedure the (ventricle) capture was lost while pacing the ventricle. The physician observed by intra-cardiac echo that the catheter was not where he had expected it to be. They monitored the patient for a few minutes and the pressure had dropped and the physician noticed a pericardial effusion by intracardiac echocardiography (ice). A pericardiocentesis was performed and 180cc's were removed from the pericardial space. After drainage, the patient¿s blood pressure improved and effusion was no longer visible on ice. The patient was stabilized and transferred to the cardiac care unit for observation. There was no information about the hospitalization. The physician was not sure of the causality of the event; however, they were not blaming product malfunction. The caller commented that the procedure could have been a potential cause as the patient was of a smaller body size. Transseptal puncture was not performed. Prior to noting the effusion, ablation was not performed and thus there was no evidence of steam pop. The irrigation was 2ml/min. The force on the catheter was not zeroed. Graph and dashboard were used for force visualization. Product instructions for use recommends zeroing the force in the blood pool prior to use of the catheter.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30084162m, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).